Event description:
While the idc-18 assembly was being inserted into the microcatheter, the idc main coil dropped off of its pusher arm from the introducer sheath. The initial reporter suspects that the coil disengaged while in the introducer sheath.